Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, who noted no significant events prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the customer successfully reset it without a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer acknowledged and understood.